Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 450mg/dl which was treated with manual injection. Customer states that insulin pump was unable to exit the reservoir and tubing process. Customer declined troubleshoot for high blood glucose. Customer performed self test and it passed. Insulin pump will not be return for analysis.